Manufacturer narrative:
Per the manufacturer's subsidiary, the ccm displayed a ¿service gas system' message and would not allow the perfusionist to modify the gas flow or fraction of inspired oxygen (fio2) parameters. It was suggested to use the controls manually from the electronic patient gas system (epgs) and they saw that on the ccm the parameter was modified, however, after two seconds the fio2 was corrected to 100% and the flow to zero. Oxygen (o2) analyzer calibration was not performed. Per the manufacturer¿s subsidiary¿s service technician, the equipment was checked on (B)(6) 2021 and the issue could not be duplicated. The internal flowmeter and the o2 sensor of the epgs were replaced. The unit has had no issues since the service. Per data log review, on (B)(6) 2021, each time calibration was attempted, the calibration failed with a 'flow out of range' event with a value of 0.1 to 0.9 liters per minute (l/min). This was followed by 'flow motor/mechanical fault' event which will cause a 'service gas system' message alert. This will also cause the gas system to be knob adjust only as reported. After several failed calibration, calibration did pass multiple times. The log confirms the complaint.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed a 'service gas system' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5, h3 and h6. The reported complaint was confirmed, though the log review. If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Additional information was received, that the reported issue occurred, prior to use of the device for cardiopulmonary bypass.